Event description:
Allegedly, a document was extracted by the pms team involving doctor (B)(6) (2024) from canada, reported 4 re-revisions (2 periprosthetic joint infection, 1 instability, 1 traumatic knee dislocation). This incident is capturing 2 periprosthetic joint infections.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.